Manufacturer narrative:
Event date (B)(6) 2018. Report date 17sep2018. Philips fse (field service engineer) could not duplicate the reported issue. The unit cycles normally without alarming. The fse tested the unit and no error codes were noted. The unit passed all performance verification tests.

Event description:
It was reported that the unit emitted a beeping alarm. There was no patient or user harm reported. The event date was not specified; estimate used.